Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a power outage. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the battery was not activating when the station lost power. A field service engineer tested the battery and found to be good. The communication sled was replaced. After the repair, the station functioned properly when power was lost at the wall outlet. The battery was tested and confirmed to power the station when disconnected from the wall outlet. Additionally, all stations were checked, and their batteries were confirmed to be in good condition. The system functioned as intended after the field service engineer repaired the device.